Event description:
It was reported that a bovie pencil from a laparoscopic pack malfunctioned today. The physician stated he placed the bovie on the field and then realized it was still firing despite no one engaging the finger switch. They immediately picked it up from the field, took it off the field, and replaced it with no further incident.